Manufacturer narrative:
The investigation for the reported saturated pump flow and ventricular tachycardia has been completed. The impella device was not returned for evaluation. Data logs were reviewed which show a motor current spike and placement signal spike followed by saturated pump flow. The cause of the saturated flow issue was most likely biomaterial, based on data log review. As per the clinical details, CPR was initiated due to sustained ventricular tachycardia (vt) that was unresponsive to shocks. The pump was exchanged due to concerns regarding saturated pump flow and elevated left ventricular (lv) waveform. It was determined that decreased left ventricular unloading at lower p-levels, not physical interaction, likely contributed to the observed increase in vt. The cause of the ventricular tachycardia issue was most likely patient condition related and its relation to impella is unknown. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ d4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Support was ongoing when on day three of support, the pump was explanted due to the pump having flow saturation. The patient endured ventricular tachycardia (vt), which was suspected due to the decrease in performance level of the impella. The patient was also on ECMO at the time of the vt. The 5.5 was explanted and replaced.